Event description:
A 3.5mm cortical screw broke in half during distal tibia plate surgery. Tip of screw remained in pt's tibia.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation, once it has been completed.